Event description:
It was reported that a customer experienced occlusion alarms. There was not adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and then resumed insulin delivery.